Event description:
On (B)(6), 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in brazil. A monitoring dispersive electrode (model skintact wr21) and an unknown generator were used. The initial reporter was providing the following information: "after finishing the surgery, there was difficulty in removing the scalpel plate [dispersive electrode], which needed to be humidified for removal without causing damage to the patient. (Deviation in quality). Pediatric medicine. Immediate management communication." It was also reported that "no samples; no photos" are available for the investigation. No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples of the same lot. All tested samples were found to perform within limits. No faults were detected. Neither a picture of the involved device nor the involved device itself has been made available to us for further investigation. We have repeatedly requested for additional information or a filled in questionnaire and our customer informed us that no further information will be available. The incident is reported because it is unknown if and how the skin injury had to be treated. The incident might not constitute a reportable event. As no further information was made available despite of repeated requests, no conclusion can be drawn what might have caused the incident. We therefore close the investigation.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information and our customer informed us that "we asked the claimant for the questionnaire again. As soon as we get the return, we will proceed with the continuity of their respective processes." We therefore will provide a follow up report with additional information.

Event description:
On march 05th, 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21) and an unknown generator were used.the initial reporter was providing the following information: "after finishing the surgery, there was difficulty in removing the scalpel plate [dispersive electrode], which needed to be humidified for removal without causing damage to the patient. (Deviation in quality). Pediatric medicine. Immediate management communication."it was also reported that "no samples; no photos" are available for the investigation.no information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us.